Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000152020.

Event description:
It was reported that the patient placed their ipg in MRI mode prior to an MRI scan. During the procedure, patient experienced shocking sensation in their lower legs and the scan was stopped due to this issue. It is unknown which lead caused the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.